Manufacturer narrative:
Patient information was not provided at the time of report. As returned, the lemo connector shell had been removed and the pin housing. The shell inserted incorrectly. One of the pins in the pin housing is broken off. The frame is not functional as is. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a catheter placement procedure. It was reported that the site was having issues with an active cranial reference frame not connecting to the navigation system. The cranial reference frame is damaged; fracture was suspected. The procedure was completed using another active cranial frame. There was no reported delay or impact on patient outcome.